Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported acute appendicitis, gallstone, brain fog, sinus and ear infections, fevers, abdominal pain, cyst in abdominal area, pain, bladder infection, uti, right side rupture, right side swelling, feels cold fluid on right side, right side has dropped, right side feels warmer, right side redness and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
In response to FDA report number: mw5110001.

Event description:
Patient reported acute appendicitis, gallstone, brain fog, sinus and ear infections, fevers, abdominal pain, cyst in abdominal area, pain, bladder infection, uti, right side rupture, right side swelling, feels cold fluid on right side, right side has dropped, right side feels warmer, right side redness and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported right side rupture, "feels cold fluid on right side", "pain", "right side swelling¿, ¿right side feels warmer¿, ¿right side redness¿, "right side has dropped", and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Patient later reported "unusual rashes would appear across my chest, the entire right side of my face (but not the other)". Healthcare professional later reported right side "intracapsular rupture." Patient additionally reported the following events, which are not device-related: "acute appendicitis, gallstone, brain fog, sinus and ear infections, fevers, abdominal pain, cyst in abdominal area, bladder infection, and uti". Later, patient reported, "their hair is starting to fall out," which is not device-related. Patient also reported the following events, which are not device-related: "depression, very frequent headaches and migraines, nose bleeds, I became increasingly overly fatigued, frequent fevers that would sometimes last for several days, frequent fevers between 100-102 degrees, inability to control my body temperature, persistant joint and muscle pain, respiratory difficulties which then required an inhaler and flonase, chronic dry mouth and eyes (although always highly hydrated), poor memory/concentration, insomnia. Sweats around the clock". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, yellow particles material was found on the shell and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated. Based on the device analysis the final assessment is: - a striated edge broken in the side anterior assessed as surgical damage.

Event description:
Patient reported right side rupture, "feels cold fluid on right side", "pain", "right side swelling¿, ¿right side feels warmer¿, ¿right side redness¿, "right side has dropped", and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Patient later reported "unusual rashes would appear across my chest, the entire right side of my face (but not the other)". Healthcare professional later reported right side "intracapsular rupture." Patient additionally reported the following events, which are not device-related: "acute appendicitis, gallstone, brain fog, sinus and ear infections, fevers, abdominal pain, cyst in abdominal area, bladder infection, and uti". Later, patient reported, "their hair is starting to fall out," which is not device-related. Patient also reported the following events, which are not device-related: "depression, very frequent headaches and migraines, nose bleeds, I became increasingly overly fatigued, frequent fevers that would sometimes last for several days, frequent fevers between 100-102 degrees, inability to control my body temperature, persistant joint and muscle pain, respiratory difficulties which then required an inhaler and flonase, chronic dry mouth and eyes (although always highly hydrated), poor memory/concentration, insomnia. Sweats around the clock". The device has been explanted.

Event description:
Patient reported right side rupture, "feels cold fluid on right side", "pain", "right side swelling¿, ¿right side feels warmer¿, ¿right side redness¿, "right side has dropped", and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Patient later reported "unusual rashes would appear across my chest, the entire right side of my face (but not the other)". Healthcare professional later reported right side "intracapsular rupture." Patient additionally reported the following events, which are not device-related: "acute appendicitis, gallstone, brain fog, sinus and ear infections, fevers, abdominal pain, cyst in abdominal area, bladder infection, and uti". Later, patient reported, "their hair is starting to fall out," which is not device-related. Patient also reported the following events, which are not device-related: "depression, very frequent headaches and migraines, nose bleeds, I became increasingly overly fatigued, frequent fevers that would sometimes last for several days, frequent fevers between 100-102 degrees, inability to control my body temperature, persistant joint and muscle pain, respiratory difficulties which then required an inhaler and flonase, chronic dry mouth and eyes (although always highly hydrated), poor memory/concentration, insomnia. Sweats around the clock". The device has been explanted.